Event description:
A report was received via social media that the patient was experiencing abdominal pain and kidney issues whether stimulation was on or off. It was also noted that the ipg would overheat in the pocket. The patient underwent an explant procedure. No further information could be obtained.